Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found the ins connector port damaged balseal connector, no significant anomaly. Analysis identified a damaged balseal connector inside the connector port of the implantable neurostimulator (ins). The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a test to monitor the temperature of the ins was performed. A heat test was performed with the explanted ins and control device (the control being set to the same or similar parameters as the returned ins); no anomalies were observed. Analysis determined the damaged balseals for connectors #1, #2, and #3 due to overstress/damage. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. The ins output was tested at the cut end of the returned lead. No output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and no output was observed on all electrode pairs. The ins output was tested at the cut end of the returned lead. Analysis observed the lead was not completely seated in the ins connector port analysis of the lead, model unknown, serial/lot no. Unknown, found the lead proximal end connector not completely seated in ins connector port. Electrical testing of the lead determined that continuity was complete and there were no electrical shorts between the circuits; however, the lead was not completely seated in the implantable neurostimulator (ins) connector port. Electrical testing of the lead determined continuity was complete. Analysis observed the proximal end of the lead was stretched. Analysis observed the connectors #3 and #1 are crushed. During visual analysis of the lead, it was noted the distal end was not returned. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. The ins output was tested at the cut end of the returned lead. No output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and no output was observed on all electrode pairs. The ins output was tested at the cut end of the returned lead. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s pocket was overheating, which occurred during normal use. The hcp described overheating of pocket and redness that could not be solved with antibiotics. It was unknown if any factors led to the event. Troubleshooting was noted as antibiotics and explant. The issue was noted as not resolved at the time of the report. There were no further complications reported and/or anticipated.